Manufacturer narrative:
This call record has been determined to be reportable based on the allegation "siderail will not latch in up position". There has been no allegation made of any injury or risk to the patient. A hill-rom technician did resolve the siderail latching problem by removing a posey harness buckle from the siderail latch mechanism.

Event description:
In 2008 - darnett stated the siderail was damaged. Need tech to repair.